Event description:
It has been reported to philips that the allura system geometry was sporadically not initialized and unable to communicate with geoipc. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the sporadic geometry is not initialized, and multiple restarts are necessary. The clinical usage of the system is unknown at the time of issue occurred. The review of log file shows problems with the geo pc. Fse found that geo pc or mpdu was defective and fse ordered the parts for replacement. Customer did not accept the quotation and service has not been provided. The codes were updated based on the investigation outcome.